Event description:
Supplemental report is being submitted due to the completion of the investigation on 01-may-2024.

Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: (B)(4) unit of lot c2009440 of echo-hd-22-ebus-o-c was returned opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 24 october 2023. Severe kink observed just below sheath extender. Kink manually straightened and needle handle able to advance and retract with difficulty, but needle did not advance from sheath. Needle removed from device and break observed below sheath extender. Two kinks observed on stylet which was returned separately to the device. Through the investigation it was established that the complaint description ¿needle not open inside the sheath.¿ referred to needle advancement difficulty. Manufacturing records prior to distribution, all echo-hd-22-ebus-o-c devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-22-ebus-o-c of lot number c2009440 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the notes section of the instructions for use, ifu0109 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0109). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. As no answers were shared to the standard questions a possible root cause is difficult to determine but could be attributed to the scope being in a flexed/twisted position which could have resulted in the kink below the sheath extender resulting in the needle advancement difficulty encountered. Another possible root cause could be attributed to damage during set up, insertion/advancement down the scope resulting in the needle kinking below the sheath extender. It is possible that the stylet may have got kinked due to difficulty removing the stylet from the device as a result of the kink and also potentially due to the transport returns. The needle break observed during the lab evaluation most likely occurred after the severe kink below the sheath extender was manually straightened. A CAPA (pr 217973) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the 10th/11th may 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured after the corrective action being implemented. However, this kink is considered outside the scope of the CAPA. Summary: complaint is confirmed based on customer and/or rep testimony. No patient outcome information was shared. Complaints of this nature will continue to be monitored for similar events.

Event description:
Needle not open inside the sheath.

Manufacturer narrative:
PMA/510(k) # k160229 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.